Event description:
Operating room nurse reported to our sales rep that during surgery, the knob broke off the sleeve. She further stated that it was no problem to continue to procedure with the broken parts.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.